Event description:
It was reported that the 9900 system went down during a case. Workstation remained on, but c-arm displayed all squares. System was rebooted and functioned as intended. Surgeon lost wire access and had to restart. No patient injury was reported

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.